Manufacturer narrative:
Per tandem¿s t:slim user guide: humalog has been tested by tandem diabetes care, inc. And found to be safe for use in the t:slim pump. Humalog was tested for up to 48 hours as labeled. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were air bubbles in the infusion set tubing that were causing the customer not to receive insulin. Customer's blood glucose level was 177 mg/dl. The customer loaded a new cartridge and completed the load process with no air bubbles present. Reportedly, the customer changes the cartridge every three days.